Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The valve was not returned to medtronic for analysis. No image files were received for image review. Multiple factors can affect frame expansion, such as patient anatomy (e.g., calcification location and levels) and procedure related factors (e.g., valve positioning). Based on the information provided and no images to review, an assignable root cause of the frame incomplete expansion could not be conclusively determined. In this case, it was noted that the valve was post dilated as it was visibly constrained with the calcium. This indicates that the probable cause of the incomplete frame expansion is due to patient anatomy (calcification). There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Hypotension is a known potential adverse effect per instructions for use (IFU). It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally functioning device or model implant procedure. A conclusive cause of the hypotension could not be determined from the limited information available. In this case, per the physician, the cause of death was reported to be the fistula caused by the post-implant dilation. It is related to a piece of calcium on the annulus and post dilation of the valve. The relationship between the reported annular rupture and the fistula caused by the post implant dilation cannot be reached and confirmed with the information available. As neither an autopsy nor an explant information were provided, a procedure- or valve-related death is an inherent risk when the patient condition is such that a percutaneous aortic valve is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. In this case, it was reported that the valve did not cause or contribute to the patient¿s death. This event does not indicate device malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, in post-op, the patient declined. An echocardiogram identified that a fistula had formed. One day following the valve implant, the patient died due to an annular rupture. According to the physician, the death was related due to a piece of calcium on the annulus and post dilation of the valve. The reason for the post dilation of the valve was not reported.

Manufacturer narrative:
Additional information was received which reported that the valve was post dilated as it was visibly constrained with the calcium. The post dilation was performed using a 23 millimeter (mm) non-medtronic (true) balloon. It was also reported that a pre-valve implant bav was performed using a 20 mm non-medtronic (z med) balloon. The patient became hypotensive. Per the physician, the cause of death was reported to be the fistula caused by the post implant dilation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.